Manufacturer narrative:
One (1) 2.4x14mm cancelous locking screw (part# 73-2414, lot# unknown/ manufacturing date unknown) was returned without the original packaging. The screw was visually evaluated and using a digital microscope and found to have deformed locking threads and slight deformation in the slots indicating normal use. The deformed locking threads indicate that the screw was seated fully into the plate and had an interference fit with the plates threads as intended by design. The screw threads were dimensionally in tolerance and the screws locking threads appear to have functioned as intended. There are no indications of manufacturing defects. The most likely cause of the complaint issue cannot be determined. Fields were updated based on the device evaluation.

Event description:
The customer reports the patient's sternum was closed with wire. The date of surgery is unknown and no biomet products were used in this case. (B)(6) 2014 the wires were removed due to sternal dehiscence and sternalock blu implants were implanted. They identified one screw was loose on (B)(6) 2014. The screw was explanted using local anesthesia, the date of removal is unknown.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.